Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: on (B)(6) 2008 patient presented with low back pain left, lower extremity pain, degenerative l4-5 and l5-s1 bulging disks, degenerative instability, l4-5, l5-s1, degenerative instability l4-5 and l5-s1. The patient underwent decompressive laminectomy, left side, for spinal stenosis, l4-5, l5-s1; lateral recess decompressions and foraminotomies, l4-5 and l5-s1, left side, for spinal stenosis; l4-5 and ls-s1 facetectomies for spinal stenosis; left-sided l4-5 pars interarticularis osteotomies; insertion of posterior segmental spinal instrumentation, l4, l5, s1 bilaterally, theken pedicle screw system; posterolateral transverse process fusion, l4, l5, s1, with local bone graft, bone marrow aspirate, lsotis allograft putty, lsotis beta tricalcium phosphate, op1 bone morphogenic protein; bone marrow aspiration from the vertebral bodies of l4, l5, and 51; complete l4-5 and l5-s1 diskectomies; transforaminal lumbar interbody fusion with bone morphogenic protein and local bone graft; insertion of to translumbar interbody fusion (tlif) cages, spinal elements cages, 12-mm cage l4-5 level, 10-mm cage l5-s1 level; harvesting of local bone graft from the posterior elements of l4 and l5; intraoperative neurologic monitoring; interpretation of intraoperative neurologic monitoring and interpretation of intraoperative radiographs. As per op notes, ¿a 10-mm spinal elements tlif interbody fusion cage was selected and packed with bone morphogenic protein and then gently tapped in the disk space, centralized, and checked with the image intensifier.¿¿¿bone graft was packed anteriorly. A 12-mm spinal elements tlif cage was selected, filled with rhbmp-2/acs, and then tapped into position, centralized, checked with the image intensifier.¿ no patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.